Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a blue leak under the coulter lh 780 hematology analyzer in the morning and the customer was unable to locate the source. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and observed that the source of the leak was the tubing going through pinch valve (vl46a). This valve is used for flushing the upper flowcell chamber. Fse replaced the tubing and no further leaking occurred. Repairs were verified per established procedures and results met published performance specifications. The root cause for this event is attributed to the tubing going through vl46a. (B)(4).